Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges he is getting occlusions on the pump but the pump is not alerting him of an occlusion error. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.